Manufacturer narrative:
(B)(4). The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The patient's pd nurse confirmed that during a home visit the patient did not have hand sanitizer. She confirmed the staphylococcus epidermis peritonitis was due to technique failure and specifically from touch. Medical records have been received and a follow up MDR will be submitted following clinical evaluation.

Event description:
A peritoneal dialysis (pd) patient's husband reported the patient was dealing with peritonitis and it was affecting the patient's treatment. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed the patient seen at their dialysis clinic for signs and symptoms of peritonitis, fluid was cultured and culture results came back positive staph peritonitis. Additional follow-up with pdrn confirmed the staphylococcus epidermis peritonitis was due to technique failure and specifically from touch. The patient was initially treated with ceftazidime, however they found (B)(6) and switched to vancomycin with culture results.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records did not contain a history and physical, progress notes, treatment records or medication list for review. There was no mention that the patient was hospitalized. Although the pdrn stated touch contamination was involved, there was no documentation in the medical record that revealed the source of the peritonitis. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s peritonitis. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler set and the patient¿s peritonitis.